Event description:
Per the clinic, the patient experienced a performance decrement, resulting in the decision to explant the device. The device was explanted (B)(6), 2009, and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device delivered in a faster than expected time during a patient infusion. The pump fully infused a solution of 8 grams of flucloxacillin and 240ml of normal saline 2-3 hours earlier than intended. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of the device delivering faster than intended could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information:a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.